Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 555 mg/dl. The customer had no symptoms related to high blood glucose. Customer treated with manual injection. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer declined to perform the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer also reported to have received several motor error alarms and during troubleshooting the insulin pump was able to complete the rewind process. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case reservoir tube window corners, cracked reservoir tube, cracked reservoir tube window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.